Manufacturer narrative:
(B)(4). Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. In this case, the patient required redo-avr and a root enlargement to accommodate a larger valve. The reported event was not confirmed. However, the root cause of this event was likely due to procedural/technique related factors at original time of valve implantation, in addition to patient related factors. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a 23 mm bioprosthetic aortic valve, implanted for two (2) years and two (2) months, was explanted due to stenosis and perivalvular leak (pvl), secondary to patient prosthesis mismatch. Per medical records, this patient developed a large pvl. A root enlargement procedure was performed to allow the patient to have a larger valve. The explanted valve was replaced with a 27 mm edwards valve. The patient was taken to the ICU in stable condition.